Event description:
The customer reported that the catheters were bent and twisted when he took them out of the box. There was no harm reported.

Manufacturer narrative:
The device history record review could not be performed since no lot number was provided. There were no samples returned for evaluation; therefore, the affected device could not be evaluated to determine the root cause. We will continue to monitor reports and take actions as applicable.